Manufacturer narrative:
Device evaluation: two portex tracheal samples were received in used condition without their original packaging. Immediate visual inspection detected holes in both sample tubes. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. Operator training records were reviewed to ensure operators are trained in bell-out, fit inflation line, and leak tests. No discrepancies were found. The bell-out and fit inflation line operations were also audited during thirty two (32) units finding no discrepancies or damaged tubes. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and investigation, the complaint was confirmed. The problem source was stated to be manufacturing and it was noted the most probable sources of the reported event were either of the following: an application of strong pressure when inserting the bradawl or a lack of detection by production personnel who performs the fit inflation line operation. Retraining was completed by the quality engineer and production supervisor for - bell out, fit inflation line, inflate cuff, and pressure decay test, emphasizing that care must be taken not to pierce the inflation channel. Also, training to ensure inflation channel is not split or pierced when using bradawl. Additionally, an image was added to the visual aid to show accepted bradawl specifications.

Event description:
Information was received that a smiths medical endotracheal tube had a hole in the tubing, leading to a leakage where the inflation line is molded to the tube. As a result, an endotracheal tube change out was required.